Event description:
It was reported that the patient felt shocking and could not adjust stimulation. It was stated that the patient wore the device for 5 days and it was 'fine.' The device reportedly gave the patient 'shocks' and started hitting the patient's pelvis wall. It was noted that the device was set to 8 volts. The patient reportedly disconnected the device because she was having issues. It was noted that the patient did not see a lightning bolt icon, therefore the device was turned off. It was stated that the patient was able to turn the device back on and adjust up to a comfortable setting. This action resolved the reported issue. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va02241, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).